Event description:
It was reported that the patient with this artificial urinary sphincter (aus) complained as the device was no longer functional, which led to a surgical intervention. During the procedure, the cuff was removed and no anomaly was observed; therefore, the pressure-regulating balloon (prb) was explanted and a tear was noted, fluid loss was identified. The cuff and prb were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus cuff and prb underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and leak tested; all tests were passed. The prb was visually inspected, microscopically examined, and leak tested. The prb passed visual test, but leaks were confirmed at the tubing adapter junction. Therefore, the prb was not functionally tested. Product analysis confirmed the reported allegation of balloon fluid loss, as the observed anomalies are likely to have affected the functionality of the device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) complained as the device was no longer functional, which led to a surgical intervention. During the procedure, the cuff was removed and no anomaly was observed; therefore, the pressure-regulating balloon (prb) was explanted and a tear was noted, fluid loss was identified. The cuff and prb were replaced. There were no patient complications reported.